Event description:
It was reported to the sales associate that a pt who received a 20mm helex septal occluder was noted at a 2 week follow-up exam to have atrial fibrillation. The pt was put on beta blockers and has not had any additional atrial fibrillation issues.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.